Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5517f502; triathlon p/a cr beaded #5r; lot# ll64c1. Cat# 5536b600; tritanium bplate triathlon s6; lot# ctd56347. Cat# 5552-l-381; tritanium patella-asymmetric; lot# nd1e1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a stage 1 revision was performed on the patient's right knee due to infection. All implants were removed and an antibiotic spacer was placed.

Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: no product was returned however photographs were provided. The photographs show recently explanted baseplate, femoral component, insert and patella, explantation damage is visible on the insert and locking wire is removed. Bony ingrowth is visible on the posterior/underside of the patella and baseplate. Bone cement is visible on the posterior/underside of the femoral component. Clinician review:- no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that a stage 1 revision was performed on the patient's right knee due to infection. All implants were removed and an antibiotic spacer was placed.